Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that a missing sensor wire had occurred. Upon sensor removal, no portion of the sensor wire was visible on the sensor pod and they alleged the wire may have remained in the skin. On (B)(6) 2025, the husband drove the patient to the emergency department (ed) and a physician performed exploratory surgery at the insertion site; however, the md could locate the sensor wire in the skin. The md stitched the area back up and ordered the patient to undergo diagnostic imaging procedures. The patient had an ultrasound and x-ray which showed no evidence that the sensor wire was retained under the skin. On (B)(6) 2025, the patient followed up in the ed to have the stitches removed. At the time of the report the patient was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a broken sensor wire occurred. The g7 wearable product was evaluated. An external visual inspection was performed and major damage was found. The allegation was confirmed. Customer complaint was confirmed as sensor wire is broken. The applicator product was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and failed. Customer complaint was undetermined as it cannot confirm nor deny reported allegation with the return product. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). A4 weight - correction. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H10: corrected data.